Event description:
A healthcare professional reported that the glidewell ht implant failed. The patient's bone type is IV. The patient presented on (B)(6) 2025 for a primary procedure on tooth #11. The patient returned after the clinical procedure. Upon examination, the provider noted that the implant and the locator had lost osseointegration, and the device was removed on (B)(6) 2026 and replaced with similar products. The patient did not require any additional medical/surgical procedures, and no permanent injuries were reported.

Manufacturer narrative:
The device has not yet been returned for analysis. The evaluation of the device is pending. Once the investigation is completed, a supplemental report will be submitted. The manufacturer's internal reference number is: (B)(4).